Event description:
Four day old baby boy in nicu under phototherapy lamp, when alarms alerted nurse, who evaluated pt and observed a saturation of 64%, heart rate of 70/min and cyanosis. Nurse observed that the eye pads were over the baby's nose and removed them. Immediately the baby responded to touch, hr increased to 127 and saturation increased to 99%.